Event description:
History of diverticulosis/it is from approx 1990. Colectomy performed (B)(6) 2010 removing approx 6-8 inches of transverse-to-descending colon. Reentry performed w/I 3 days to correct leaking colon at staple/suture joint and intestine ileus. Inpatient approx 3 weeks then life care pt until (B)(6) 2010. (B)(6) 2011 noticed lower abdominal bulge forming right of center line. By (B)(6), a large bulge had developed across entire abdomen above surgical site. Cryoablation performed on a 2 cm tumor, r/kidney (B)(6) 2011, delaying abdominal repair. No biopsy performed, but cancer assumed. On (B)(6) 2011, ventral hernia repaired with surgimesh, across entire abdomen, plus panniculectomy. Approx (B)(6) 2012, massive abdominal left-to-right abscess accessed, mesh removed, drains and wound-vac installed. On (B)(6) 2012, emergency incision and drainage of left side deep abscess while out of town. On (B)(6) 2012, debride of abdominal wall, left side. Complex drain installed and wound-vac. On (B)(6) 2012, removed 2cm foreign body/mesh from hernia site, left side. On (B)(6) 2013, incision and drainage of deep abscess, left side. Wound-vac currently in place. Note: (B)(6) was identified on at least 2 occasions along with other strep infections. IV antibiotics administered repeatedly, followed by oral medications. IV completed and now taking doxycycline 100mg bid, for one year minimum; likely for the remainder of life, considering history.